Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change out due to normal eri, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead was capped and replaced; patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.